Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps was found to have gripping issues and was reported to move in the opposite direction of the surgeon's commands. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument passed the recognition and engagement tests. This instruments grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The grips tips were able to open and close properly. However, the yaw and pitch motions appeared be non-intuitive. Failure analysis found the secondary failure of misaligned roll gear to be related to the customer reported complaint. It was observed that the instrument's roll gear was misaligned, likely causing the non-intuitive motion observed. The instrument was compared to a known functional instrument, and it was observed that when the shafts were in the same orientation, the roll input gears were in different positions. The roll input gear was removed and placed back into the instrument in the correct position. The instrument was then tested on the in-house system again and passed intuitive motion.